Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy in reading between sensor glucose and blood glucose values with calibration not accepted alert. The customer also reported that the transmitter was not flashing green lights when it has been taken out of the charger. The customer also requested to run tester procedure for the transmitter. The customer reported no adverse event. The event involved products mmt-7040a,mmt-7715,mmt-7841zn. Troubleshooting was performed and the discrepancy between the sensor glucose value of 400 mg/dl and blood glucose value of 100 mg/dl was not within the target range. Troubleshooting was performed for transmitter charging event and it was confirmed that the there was no damage to charger battery spring or connector pins. Charger led light was flashing green and had not been used for more than 1 year. The customer was advised that the charger was working properly and transmitter was charging. Troubleshooting was performed for tester procedure for the transmitter and the tester procedure was passed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7715. No product return is required for mmt-7841zn.